Manufacturer narrative:
Continuation of d10: product ID 37651, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #:(B)(6), UDI#:(B)(4). This event is associated with corrective action # z-0700-2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger started beeping and the screen was blank.  Agent worked with patient to reset the charger and patient was successful to start and maintain a charging session. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that since their settings were changed on (B)(6), they have to charge at least every other day otherwise the battery will be less than 25 percent and towards the end they end up having to turn it back on. Patient said they do not like the recharging process. Agent reviewed some recharging information and recommended patient try to charge every day for a shorter time rather than every two days for a longer period of time.